Event description:
Pt reported obtaining a blood glucose result of 319 mg/dl, while using the suspect device. Base on this result, pt reportedly delivered 11 units of regular insulin. One hour and 15 minutes later, pt retested blood glucose and obtained a result of 102 mg/dl. Pt stated that, shortly therafter, she began exhibiting hypoglycemic symptoms -shaky and nauseous. Pt self-treated by eating. Approx 1 hour after obtaining a result of 102 mg/dl, pt tested blood glucose, using the suspect device, obtained a result of 426 mg/dl.pt immediately retested, and obtained a result of 155 mg/dl. Pt indicated that she did not take any actions based on the back-to-back test results. Pt's current conditions: "feeling ok." Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.